Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-six-year-old male was transferred from an outside hospital with a myocardial infarction. Before undergoing percutaneous coronary intervention, an impella cp device was inserted through the right femoral artery. Subsequently, the patient developed right foot malperfusion. Given the poor overall prognosis related to the patient underlying condition, care was withdrawn and the patient passed away after two days of support. The death was most likely due to the patient¿s underlying disease and clinical status rather than the device. The patient subsequently expired.